Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that during an implant procedure, the left ventricular lead was broken at the end of the wire after multiple attempts during the operation. The lead was not used. The patient was stable.